Event description:
It was reported that the patient had an infection at her generator site about a month after implant surgery. She went to the emergency room because of green pus coming out of the wound with redness and inflammation. The patient was given 5 days of antibiotics. She was later seen by the neurologist and surgeon, and there was no inflammation or redness. However, there was still a small amount of pus coming out of the wound when pressure was applied. The patient was prescribed another 5 days of antibiotics. The device history record of the generator was reviewed, and the device was sterilized according to procedure prior to release. No further relevant information has been received to date.